Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2008 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).